Event description:
It was reported that a patient had a left femoral lengthening procedure where 8 cm lengthening was planned via nuvasive precice magnetic nail which was planned. After briefly gapping 5 mm, nail failed to lengthen and determined to be device failure. A revision surgery performed with new nail placed.

Manufacturer narrative:
The device has not yet been received for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information.